Event description:
It was reported when fecal management system was removed, seventy-one cubic centimeters of fluid removed from the retention balloon. In addition, the pt had a "small amount of rectal bleeding." No further info was provided.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.